Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a bd shelf carton for 31gx8mm, 0.3ml bd insulin syringes was provided. The consumer reported that some of the insulin syringes are difficult to use when administering medication to his patients. The provided photo was examined, and it was observed that only the shelf carton lid was visible ¿ no syringes/defective samples were shown. No evidence of defect could be determined from the provided photo alone. A review of the device history record was completed for batch# 0189405. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received root cause cannot be determined at this time as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time h3 other text : see h10.

Event description:
It was reported that while using bd insulin syringe with the bd ultra-fine¿ needle the plunger was difficult to move and medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: dr. Has found that some of the insulin syringes are difficult to use when administering medication to his patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd insulin syringe with the bd ultra-fine¿ needle the plunger was difficult to move and medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: dr. Has found that some of the insulin syringes are difficult to use when administering medication to his patients.